Event description:
Home pt (hp) reports switching new bag to already spiked heater line of homechoice set, while troubleshooting an alarm situation during automated peritoneal dialysis treatment. Hp was advised by baxter technician to discontinue treatment at that time and restart with new supplies. Rn reports no pt injury or medical intervention as a result of incident.